Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during pre-contract inspection, the gastrointestinal videoscope failed inspection due to a non-olympus insertion tube. There were no reports of patient involvement.